Manufacturer narrative:
(B)(4). D10: cer option type 1 tpr sleve -3; item: 650-1065; lot: 980920. 32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell; item: 00875200832; lot: 63225292. Bone screw self-tapping 6.5 mm dia. 40 mm length; item: 00625006540; lot: 63289719. Bone screw self-tapping 6.5 mm dia. 20 mm length; item: 00625006520; lot: 63296125n. 48mm o.d. Size gg porous uncemented with multi-holes shell use with gg liners; item: 00875704802; lot: 62990313. Bone screw self-tapping 6.5 mm dia. 25 mm length; item: 00625006525; lot: 63196736. Bone screw self-tapping 6.5 mm dia. 20 mm length; item: 00625006520; lot: 63272712n. Taperloc stem; item: 14-13200; lot: 604300. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 1-month post implantation due to dislocation. During the revision, noted periprosthetic fracture of the pelvis posteriorly to the acetabulum including the acetabular roof. An old pseudotumor was excised. The fracture is repaired using a plate, screws, bone cement along with a shell, head, and taper adapter without complications. It was confirmed that no further information could be provided.